Event description:
It was reported that approximately seven months post port placement, an alleged break in the port catheter was found. It was further reported that an alleged subcutaneous leak of anticancer medication was identified under x-ray examination. Reportedly, the device was removed. Patient stable post device removal, and asymptomatic.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products is identified in d2 and g5. H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a catheter was returned for evaluation. Gross, microscopic and functional testing was performed. A longitudinal split was noted starting approximately 7.7cm from the distal end of the cath-lock. The port body with attached catheter segment was patent to infusion and aspiration with a leak noted at the split. Therefore, the investigation is confirmed for alleged fracture and leak issue. The investigation findings are consistent with a known complication called catheter pinch-off which occurs due to compression of the catheter within the clavicle/first rib region. This issue can be avoided by inserting the catheter through the internal jugular vein. Subclavian insertions should be inserted lateral to the border of the first rib or at the junction with the axillary vein. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4 h11: h6(result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was not provided; therefore, a lot history review could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately seven months post port placement, an alleged break in the port catheter was found. It was further reported that an alleged subcutaneous leak of anticancer medication was identified under x-ray examination. Reportedly, the device was removed. Patient stable post device removal, and asymptomatic.